Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer states that internal power source in the pump is unable to charge. Customer¿s blood glucose was unknown at time of incident. Customer advised to revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.